Manufacturer narrative:
Device was received with cracked or detached end cap. Unable to confirm excessive no delivery alarm, battery out limit alarm or perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Device passed the stop current and run current test. No blank display anomaly noted. Device was received with no vibration due to broken vibrator black wire. Missing segments due to cracked lcd zebra connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced vibrator anomaly, battery out limit and blank display. The customer's blood glucose value was 260 mg/dl. The customer stated that the pump alarmed after battery change. The customer has not received multiple battery out limit alarms. The customer stated that the display returned with new battery insert. The product was returned for analysis.